Event description:
While investigating a (B)(6) female pt's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed a defibrillator test. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a defibrillator test. The electrode belt distribution node pca board was not producing any output due to shorted components u713, u728, u727, and esd700. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.